Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 509 mg/dl. A correction bolus via the pump and an insulin injection were used to address the high bg level. The customer did not know what was causing the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Tandem technical support advised the customer to change out the infusion set site and discuss the event with a healthcare provider.